Event description:
It was reported that for a few days, the pt has no longer been able to hear with his device. The external parts of the device were exchanged, but without success. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.